Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported material separation were able to be confirmed. The reported difficult to remove guidewire was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the interaction with the heavily torturous anatomy and/or inadvertent mishandling resulted in the noted stent sheath kink and the noted multiple kinks on the outer member inside the strain relief preventing the shaft lumens from moving freely; thus resulting in the reported/noted activation/deployment failure and resulted in the reported difficult to remove guide wire. Manipulation of the device outside the anatomy using force in attempt to remove the guide wire resulted in the reported material separation/noted tip and the inner member separations. Reportedly, the devices had to be forcibly removed once outside the anatomy and the tip of the delivery system was separated. It should be noted the absolute pro peripheral self-expanding stent system instructions for use states: should a sudden increase in resistance be felt at any time during lesion or stricture access, or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components and this may led to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - excessive force.

Event description:
It was reported that the procedure was to treat the iliac artery with heavy tortuosity. The 8x60 mm absolute pro self expanding stent system (sess) failed to deploy the stent. The stent became entangled with the guide wire and could not be moved. The guide wire and sess were removed from the body together and the devices had to be forcibly removed once outside the anatomy and the tip of the delivery system was separated. There were no adverse patient effects and there was no clinically significant delay in the procedure.